Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high". At the time of the report, customer had not yet addressed their elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.